Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, on (B)(6) 2016 a patient received an endoprosthesis during which bioglue was used. The surgeon stated the patient had an inflammatory reaction.

Manufacturer narrative:
Additional information was requested relating to the lot number of the bioglue, amount and location used, procedure performed, operative notes if available, clarification of "inflammatory response," any information on patient co-morbidities, how the "inflammatory response" was treated, and the current status of the patient. A response was received stating, "the patient has been treated for an abdominal aortic aneurysm/median, by bridging aorto bi-iliac. First it's not an inflammatory response, but more an allergic response, and [the surgeon] isn't sure that the bioglue product [is] the cause of the allergic reaction, with a prolonged hypotension. The lot number of bioglue is bg3502-5-g, 14mgw03. The patient was treated in resuscitation." An email was sent asking for additional information relating to if the allergic reaction that was reported was the patient experiencing prolonged hypotension, the location and amount of bioglue used, if operative notes were now available, any patient information related to co-morbidities, and how the patient was treated in resuscitation. A response was received stating, "the patient did indeed [have] prolonged anaphylactic shock, declamping the prosthetic reconstruction of the celiac trunk for dissecting aneurysm. The assembly included a few drops of bioglue. There were three products considered potentially responsible for this clash and we have launched a thorough investigation [into the] allergy [response]. If bioglue is in question, I will certainly let you know. The patient is perfectly fine after that whole team was passing a very bad time." No further information has been received to date. The manufacturing records for lot 14mgw03 was reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review of the available information was performed. According to the report a physician inquired regarding a possible inflammatory reaction associated with bioglue. The patient underwent an endoprosthesis repair of an abdominal aortic aneurysm in which bioglue was used in an unspecified manner. Apparently the patient experienced prolonged anaphylactic shock (including hypotension) following reconstruction of the celiac trunk for dissecting aneurysm. Furthermore, three products were potentially considered for the observed event, with a thorough investigation being launched by the hospital regarding the alleged allergy. Following treatment the patient was described to be in good condition. Appropriate contraindications and warnings are provided in the product's instructions for use (IFU) and in part include the following: potential inflammatory and immune response, allergic reaction, or sensitivity to materials of bovine origin. The root cause of the reported event is unknown. However, the described clinical symptoms are consistent with an anaphylactic shock response to an allergen, potentially bioglue. Additional surgical products were used which also should be considered as potential causal agents. The IFU provides the following information: "bioglue is not for patients with known sensitivity to materials of bovine origin," and "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals."

Event description:
According to the report, on (B)(6) 2016 a patient received an endoprosthesis during which bioglue was used. The surgeon stated the patient had an inflammatory reaction.